Event description:
It was reported that a patient's wound was leaking exudate whilst using a renasys pump. The pump was still vacuuming but the dressing was lifted and the device did not alarm. It was reported that there was no patient harm.